Event description:
It was reported that the device was used during a low anterior resection. The device fired malformed staples. Hand suture was used to complete the case. There were no consequences to the pt.